Event description:
It was reported that balloon rupture occurred. A 2.5mm x 20mm x 144cm coyote es balloon catheter was advanced for dilatation of a non-stenosed target lesion. However, during the initial inflation at 6 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.